Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the buttons was harder to response. The customer¿s blood glucose was unknown. Customer stated insulin pump once squirted out when priming the pump. The device will not be returned for analysis.